Event description:
Boston scientific received information that a revision procedure was performed to replace this right atrial (ra) lead and the pacemaker as a low pacing impedance measurement of 280 ohms had been noted. This measurement had been decreasing from 750 ohms over the past year. Other measurements were stable. The revision procedure was successful and no adverse patient effects were reported.

Manufacturer narrative:
The right atrial lead and the pacemaker will not be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.